Event description:
It was reported that the reload broke apart and pieces were in the patient.

Manufacturer narrative:
(B)(4). Additional information ees risk manager spoke with dr. Who advised this was a laparoscopic case and she typically utilizes a 45mm endocutter. She was initially surprised at the size of the device handed to her and she asked if it was a 45mm and they indicated that it was. The scrub tech loaded and closed the device and handed it to her. She placed it through the trocar, opened the device and while manipulating around the tissue, noticed that the cartridge didn't look right and noticed "metal where I don't normally see metal." She then noticed some of the drivers falling out of the cartridge. She retrieved all the pieces she could find and when she learned the plastic pieces would float, filled the abdomen with saline in order to retrieve the pieces. They then tried reloading the device outside the abdomen. They again loaded a 45mm cartridge as the scrub tech thought she had a 45mm device. When dr. Attempted to fire the device outside the abdomen, it would not fire and that's when she realized they had a 60 mm device. The procedure was completed and she did not need to convert from laparoscopic to open and she indicated the young male patient has done well with no complications. Dr. Asked that the device be preserved and I then contacted or director who indicated the surgery happened over the weekend and when she arrived on monday, the device had been inadvertently discarded. She attempted to discern its location and it was already in the compactor and so she was unable to retrieve from the biohazard bin.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup: after talking with the account, "after reporting the event last night, it was noticed that a 45 reload was loaded into a 60 device and attempted to be fired. The reload shattered when the surgeon clamped down, the cartridge broke into numerous pieces and the device would not fire". The case was prolonged approximately 2 hours picking out the pieces. The surgeon is concerned all the pieces may not have been removed and has requested material composition. The current status of the patient- the (B)(6) male patient was admitted since it was so late last night. When asked how the patient was impacted- 2 hours more of anesthesia was given. When asked if the post op care of the patient changed - response - no change with the post op care. Spoke to or supervisor, the surgeon was performing an emergency appendectomy. The scrub tech loaded an ecr45b into an ec60a device. Upon clamping the device on tissue the plastic shattered and pieces fell into the abdominal cavity. There was no trauma to the tissue. The appendectomy was completed with another device and the surgeon spent 1.5 hours picking pieces out of the patient. There was no difficulty in loading the device. The scrub tech has been previously inserviced. This was the surgeons first time using the device and has not been inserviced. The stapler has been discarded. Sales representative was notified for additional inservice to the account. Operating room supervisor indicated she will also be reaching out to the sales representative for further inservice.